Event description:
At 5:32pm the suspect device was used to check the patient's blood glucose. A result of 292mg/dl was obtained. Pt injected insulin on a sliding scale not mandated by their doctor. At 1:50am the suspect device read 176mg/dl and pt went to bed. Pt woke up at 3:30am and felt hypoglycemic. Pt then ate, drank juice and passed out. Pt awoke at 3:53am and tested on the suspect device. The result was 113mg/dl. At 4:40am they got a result of 91mg/dl and then at 4:55am they got a result of 84mg/dl. Pt then went to the hospital. At 5:32am a hospital blood glucose meter read 185mg/dl. Pt then performed a test on the suspect device and the result was 261mg/dl. The hospital did not treat pt. Pt was sent home and told the meter was broken.